Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the challenging anatomy during advancement causing the reported failure to advance. The device was then removed; however, the device likely interacted with the anatomy and/or guiding catheter during removal causing the reported difficulty to remove and subsequent stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an emergency case for the patient with an acute myocardial infarction. The first 3.5x18 mm xience sierra stent delivery system (sds) was inserted to treat the heavily calcified, mildly tortuous, predilated mid right coronary artery (rca), but the sds was unable to cross the rca. During removal of the undeployed sds, the stent dislodged from the sds, but remained on the guide wire. The sds was removed and a balloon dilatation catheter was able to be inserted through the dislodged stent. The bdc was inflated to deploy the xience sierra in the proximal rca. A second 3.5x18 mm xience sierra sds was inserted and was able to pass through the newly deployed stent, but was still unable to cross the mid rca. The second sds was removed without incident. Additional predilatation was performed in the rca and a 3.0x12 mm xience sierra was successfully used to treat the mid rca. No additional information was provided.